Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display and the do not use icon was displayed. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself and the do not use icon was displayed. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluatiuon: the device was returned to zoll medical canada; the customer's report was duplicated and the monitor board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.